Manufacturer narrative:
A ge service rep performed an on site investigation. The fuse and the interconnect cable were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The fse reported an interlock failure error message. This error causes the system to shut down. This could result in the delay or cancelation of a procedure. There is no report of injury or death associated with this event.